Manufacturer narrative:
Product complaint number: (B)(4). Additional information was requested, and the following was obtained: please provide procedure name and date: wound closure, (B)(6) 2021. Please provide lot number: unknown. How was procedure successfully completed? Completed successfully but not provide information. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke while tying a knot. There were no patient consequences reported. Additional information was requested.